Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an open skin irritation in (B)(6). The irritation was described as open skin around the left and right electrodes. The patient reported that the skin bled. The patient reported that his primary care physician told him to use triple antibiotic. The patient reported that after using the triple antibiotic, the irritation cleared up. The patient reported a second irritation that had recently developed. This irritation was described as reddish circles that bled around the right electrode. The patient again used the triple antibiotic ointment and reported that his skin healed and was currently clear. There was no allegation of a device malfunction associated with the reported irritation.